Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.00 diopter was implanted into the patient's right eye (od) on (B)(6)2023. On (B)(6)2023 the lens was explanted due to glare/haloes. The explant resolved the problem. In the reporters opinion the cause of the event was unknown.